Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -09.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting and the surgeon performed lri surgery for astigmatism with the insertion of the implant. On this same date in a separate surgery the lens was exchanged with a shorter length lens and this resolved the problem.

Manufacturer narrative:
Medical device problem code - 1494: off-label use (under 21yrs of age at date of implant). (B)(4).